Event description:
During the procedure, the physician was using a harmonic scalpel and part of the jaw detached from the device, and fell off into the patient's abdomen. It was immediately removed with no injury to the patient.

Manufacturer narrative:
The used device was returned and visually inspected (unaided and microscopically-aided) and found to have its jaw (pad/arm subassembly) missing. The prongs or hinge structures located at the distal end of both the external and actuating shafts were found to be visibly bent outwards relative to the scalpel rod. The returned device passed functional testing with a scalpel generator. We were unable to determine a cause for the issue experienced at the facility. On the device history record, it was indicated that it was in proper operating condition prior to release.